Event description:
It was reported that a catheter shaft break occurred.the target lesion was located in the coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the catheter was fractured after unpacking and before loading the guidewire. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the catheter was fractured after unpacking and before loading the guidewire. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The device was returned. This device returned with a break in the hypotube. Only 63.4cm of the device returned for analysis, the distal section of the device, the manifold did not return. No issues identified shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified no issues with the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. An examination of the proximal and distal markerband identified no issues. No issues identified with tip.